Manufacturer narrative:
The na electrode lot number was ecj64. The cl electrode lot number was dyw03. The na and cl electrodes' expiration dates were not provided. The field service engineer checked the instrument and found that the sample probe was dirty and the sipper nozzle was misaligned. He cleaned the sample probe and adjusted the sipper nozzle. He then performed qc and precision studies, and they were within specifications. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 6 patients' samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Patient 1: na: initial result: 139 mmol/l. 1st repeat result: 148 mmol/l (tested on a different module). 2nd repeat result: 170 mmol/l. 3rd repeat result: had no numerical value and was only a data flag (tested on a different module). Cl: initial result: 105 mmol/l. 1st repeat result: 109 mmol/l (tested on a different module). 2nd repeat result: 127 mmol/l. 3rd repeat result: had no numerical value and was only a data flag (tested on a different module). Patient 2: na: initial result: 146 mmol/l. 1st repeat result: 154 mmol/l (tested on a different module). 2nd repeat result: 162 mmol/l. 3rd repeat result: 163 mmol/l (tested on a different module). Cl: initial result: 114 mmol/l. 1st repeat result: 119 mmol/l (tested on a different module). 2nd repeat result: 125 mmol/l. 3rd repeat result: 127 mmol/l (tested on a different module). Patient 3: na: initial result: 144 mmol/l. 1st repeat result: 152 mmol/l (tested on a different module). 2nd repeat result: 167 mmol/l. 3rd repeat result: 167 mmol/l (tested on a different module). Cl: initial result: 107 mmol/l. 1st repeat result: 112 mmol/l (tested on a different module). 2nd repeat result: 124 mmol/l. 3rd repeat result: 125 mmol/l (tested on a different module). Patient 4 and patient 5 were initially tested on (B)(6) 2025: patient 4: na: initial result: 141 mmol/l. 1st repeat result: 150 mmol/l (tested on a different module). 2nd repeat result: 162 mmol/l. 3rd repeat result: had no numerical value and was only a data flag (tested on a different module). Cl: initial result: 111 mmol/l. 1st repeat result: 117 mmol/l (tested on a different module). 2nd repeat result: 128 mmol/l. 3rd repeat result: had no numerical value and was only a data flag (tested on a different module). Patient 5: na: initial result: 139 mmol/l. 1st repeat result: 148 mmol/l (tested on a different module). 2nd repeat result: 152 mmol/l. 3rd repeat result: 153 mmol/l (tested on a different module). The samples for patient 1, patient 2, patient 3, patient 4, and patient 5 were all repeated for the 1st time on (B)(6) 2025 and repeated for the 2nd time on (B)(6) 2025. Patient 6 was tested on (B)(6) 2025: na: initial result: 151.6 mmol/l. 1st repeat result: 140.5 mmol/l. 2nd repeat result: 137.6 mmol/l (tested on a different module). Cl: initial result: 116 mmol/l. 1st repeat result: 105.5 mmol/l. 2nd repeat result: 103.8 mmol/l (tested on a different module). The physician questioned the initial results, and the sample was repeated. The 1st repeat results were deemed to be correct.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2025, and it was acceptable. The qc was within the ranges. There was no indication of a performance issue with the reagent. The alarm trace sample quality-related alarms: sample probe and abnormal aspiration alarms. The field applications specialist and field service engineer determined that the debris on the ion-selective electrode sample probe and misaligned sipper nozzle caused the event. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.